Manufacturer narrative:
Concomitant medical products: w1sro1 ipg; implanted: (B)(6) 2021. 4968-60 lead; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten months post implant of the right atrial (ra) lead that the patient experienced an infection. Antibiotics were administered to the patient. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.